Event description:
It was reported that prior to an unk procedure, the shaft was curved and could not be connected. Another like device was used to complete the case. No adverse pt consequence was reported.

Manufacturer narrative:
Date sent: 06/05/2008. Info anticipated, but unavailable at this time.